Event description:
Physician used an nc sprinter balloon to post-dilate a non-medtronic bare metal stent implanted in the rca; however, it was reported that the balloon burst at 16atm. It was reported that after the rupture, the proximal part of the balloon appeared not completely delated. The delivery system was removed; however the balloon part remained in the patient. The physician used one integrity bare metal stent to fix balloon to the vessel wall. It was reported that the patient¿s blood pressure recovered after the intervention. No clinical sequelae were reported. Evaluation summary: there were numerous kinks along the distal shaft. Based on the evaluation of the device it appears the inflation lumen may have been inflated and ruptured. The inflation lumen material had detached proximal to the balloon bond. One inner shaft marker and the distal tip had detached. Image evaluation: review of the procedural images confirmed the presence of stenosis and calcification in the vessel. The images capture the pre-dilations performed and the delivery and deployment of the stent. The nc sprinter balloon was successfully inflated within the stent. Contrast is visible proximal to the proximal balloon cone, this suggests that either the balloon burst or the distal inflation lumen was inflated. There does appear to be material left behind following withdrawal of the nc sprinter device. The account confirmed that this material was jailed to the vessel wall using an integrity stent.

Manufacturer narrative:
Evaluation results: (related to operational context) root cause of the report event is most likely procedural related. Evaluation conclusions: (related to operational context) root cause of the report event is most likely procedural related. (B)(4).